Event description:
During an examination on the axiom luminos drf patient's hand was broken. The patient was sitting on the foot support with his hands on the knees. When the operator inclined the tube, patient's hand was squeezed between the compression unit and his knee causing the injury.

Manufacturer narrative:
The described event occurred in (B)(6). The system was checked and works as specified. The crush occurred due to inattention of the operator. Results - compression unit.